Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button on the pump was no longer functioning. During troubleshooting with tandem technical support, it was confirmed that the customer was able to access the pump features by plugging the pump into a power source. There was no patient involvement, as the patient was using manual injections for therapy at the time of the issue. Reportedly, the customer has manual injections available as alternate insulin therapy.